Event description:
Event description cpi received information that this unipolar lead was accidentally punctured by the suture needle. During the implant of an implantable pulse generator (ipg) the lead was punctured. The lead remains implanted and active in the patient, the lead was not repaired.